Manufacturer narrative:
A trend review was completed and no adverse trends were identified for the issue under review. A historical ticket review was completed for the likely cause lot number 52901ui00. The review concluded normal complaint activity for the issue under review. Labeling was reviewed and was found to adequately address the issue under review or to assist the customer in resolving the issue. Accuracy testing was completed using panels which mimic patient samples. The testing met all acceptance criteria. Based on results of the evaluation, it was determined that architect total b-hcg reagent list 7k780025, lot 52901ui00 is performing acceptably. No product deficiency or malfunction has been identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The account generated a positive architect total b-hcg result of 39 iu/l for a patient sample that retested negative at <1.2 iu/l. The negative result was confirmed on a different architect analyzer. The patient is a (B)(6) year old female and the negative bhcg result matched the patient's other hormone results. The positive result was not reported out of the laboratory as it was not consistent with the hormone profile. No adverse impact to patient management was reported.